Event description:
I had hernia mesh installed in lower left groin area laparoscopically in 1998. Had suffered with pain since surgery, 2001 was diagnosed with double hernia in same side. Open surgery preformed to repaired. Suffered with severe pain. In 2015 mesh was removed and found to be stiff as tree bark.